Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was implanted and the pocket was closed. Upon interrogation, high, out of range high voltage lead impedance was observed. The pocket was again opened and the lead was repositioned. The impedance was still high. The lead was explanted and replaced. The patient is doing well.